Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high, out of range hv lead impedance was noted when the patient presented to the clinic. The lead was capped and replaced on (B)(6) 2016. Lead fracture was suspected. The patient condition was stable.